Event description:
During a presentation presented at the vascular leaders summit, it was reported that patients with de novo lesions who received cypher stents (unknown catalog and lot numbers) developed coronary artery aneurysms.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This event was reported during a presentation at the vascular leaders summit. A report was received that a cypher stent was associated with coronary artery aneurysm sometime after implantation. The event involved a patient of unknown age, gender and medical history. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in an unknown vessel that was described as de novo. No other vessel and/or lesion characteristics were provided. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent or unknown size at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Some time after the index procedure, the patient underwent a repeat angiogram that revealed a coronary artery aneurysm. The treatment of this event, if any, was not reported. The product remains implanted in the patient and is thus not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication that this event was design or manufacturing related. Additional information will be submitted within 30 days of receipt.